Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0c6gu, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the replacement on (B)(6) 2014 established appropriate stimulation and comfort. Therapy failure was due to very hard fall on posterior shifting the lead placement.

Event description:
It was reported that a patient fell five weeks ago and fell again three weeks ago. Following the first fall, under the incision and around her hip the device was smashed up. The patient felt three lumps under her skin right under the incision and the device may have moved around. She was having hip pain that was making it hard for her to sit down and get comfortable. Last week, the patient went to see her physician and was referred to a manufacturer representative for programming. At the time the patient went for programming three days ago, she had stimulation turned off. The manufacturer representative turned stimulation on and adjusted stimulation from 2.5 to 1.0. Now about every 30 minutes the patient felt stimulation in her bladder, the left side of her vagina, and down her leg. The sensation felt like horrible spasms and was intermittent. The uncomfortable spasms woke the patient up at night many times and when she urinated she felt pressure like something was going to fall out of her. The patient turned off the device until it could be checked. The patient¿s doctor was scheduling her for a lead revision. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.